Manufacturer narrative:
Summary of eval: eval results suggest that the event was attributed to user mishandling/misuse.

Event description:
The tip of the screwdriver does not fit into the lag screw. This event did not occur during a surgical procedure.